Manufacturer narrative:
Per data log analysis, on 30-jul-2019 the perfusion screen was opened at 07:31:35. The system is power cycled and another perfusion screen was opened at 12:57:22. Calibration was successfully performed at 13:14:19. At 13:23:03 the gas system reports "oxygen (o2) gas pressure low" at 29.7 pounds per square inch (psi). The low o2 pressure was cleared four seconds later with pressure at 44.4 psi. At 13:23:19 the gas system reports "blending gas pressure low" at 29.3 psi. The low blending gas pressure was cleared four seconds later with pressure at 47.2 psi. The log confirms the complaint but has no indication of a hardware issue. The system was not used on (B)(6) 2019, the issue actually occurred on (B)(6) 2019.

Manufacturer narrative:
Updated blocks: h3 and h6. The field service representative (fsr) verified that the unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed through the data log analysis. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a "low air supply" message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay of approximately five minutes. There was no blood loss, nor adverse consequences to the patient. Per clinical review: the team set up and calibrated the electronic patient gas system (epgs) without issue for the procedure. The team sets up the system per the instructions for use (IFU) for calibration of the oxygen (o2) sensor. The epgs passed without issue. After the initiation of cpb, at approximately 10 to 15 seconds on bypass, the team noticed a low air supply message on the ccm of the system. They verified all connections from the institutional supply, along with all the connections from the epgs to the oxygenator. The team opted to inform the surgeon of the issue, and they decided to have anesthesia ventilate and fill up the patient's heart and come off cpb. In the interim, a message displayed about the venous occlude needing recalibration. The team troubleshot the issue off cpb and opted for a external source with a stand-alone blender. They reinstituted cpb with the heart lung machine (hlm), without the use of the epgs and continued the case with a stand-alone blender. Because of the nature of the error message the team opted to have an oxygen tank also available as a back-up. The case proceeded without issue. There was approximately five minute delay between coming off cpb and troubleshooting, then re-initiation of cpb. The patient had no reported harm and no blood loss due to the incident. After the procedure the perfusionist had maintenance come in and verify the connections, leaks and lines coming from the ceiling source. All were up to institutional codes.